Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the patient that the band slipped post implant. The band was repositioned and the patient has been discharged home. Conversation with patient post op on (B)(6), 2011:she indicated that they repositioned the original band on tuesday (B)(6) 2011 and the surgeon felt the original band was fine.